Manufacturer narrative:
(B)(4)

Event description:
It was reported that "while the recovered tissue was being cut inside the memobag in order to remove it from the abdominal cavity, a hole was found in the memobag. It was also confirmed that the patient's small intestine had been damaged while cutting the tissue inside the memobag, requiring surgical intervention by a surgeon to perform an anastomosis of the small intestine. The medical device used to cut the tissue inside the memobag appears to be a cooper's scissors. No leakage or remnants of the recovered tissue were observed through the hole in the memobag. The patient, who underwent additional medical intervention, is in stable condition and is not experiencing any issues."